Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain. It was reported that the patients ins had been dead for a couple years. Patient stated he was using the implant however the unit just died on its own, patient stated not sure what happened. No symptoms reported. No further complications were reported/anticipated.